Event description:
12 fr gt balloon damaged and leaking. Surgical team to bedside and replaced gastronomy tube (gt). Follow-up imaging requiring transporting patient to x-ray for imaging studies needed. G-t saved in biohazard bag and placed in defective product bin. This is the second incidence of something like this happening for this patient's gt. Manufacturer response for tubes, gastrointestinal (and accessories), mini one. Balloon button (per site reporter). Sample returned on 7/9.